Manufacturer narrative:
D4- possible lot numbers identified 33510317 33543339.

Event description:
Physician reported a cmf screw securing a mandibular distractor became loose from patient's bone due to poor bone quality. Physician specifically noted device did not fail or have any issues. Device was removed and replaced.